Event description:
It was reported the following morning after implant the patient died. It was noted the health care professional (hcp) stated the patient had been "so sick with pneumonia among other things and that it had nothing to do with the procedure". Follow up reported the patient had a battery replacement on (B)(6) 2012. The patient had been suffering from pneumonia prior to surgery but did recover. It was noted the hcp did another surgery on the patient for an unknown reason and the patient died the following morning after their unknown surgery. The patient suffered from aplastic anemia, type 1 diabetes, orthostatic hypotension and syncope. Further follow up from the hcp that did the "last surgery" had no reportable cause of death but said that the "patient had so many health issues that the cause was not device related in any way and was due to several health issues the patient had".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).